Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Customer's blood glucose ranged from 270-271 mg/dl.